Event description:
It was reported, " got primary surgery in 2007. After heard a sudden thump in 2008, had pain on knee without strength. In 2009, pt visited this hospital, and surgeon examined as hyperextension having severe m/l laxity. Doubted as post fracture, surgeon proceeded insert change surgery, and found out post fracture when opening knee."

Manufacturer narrative:
Additional info has been requested, and if available, it will be submitted in the supplemental report.